Event description:
It was reported that the dragonfly optis imaging catheter did not provide an image prior to use. Therefore, the device was not used in the patient and the procedure was completed with another dragonfly. There was no patient involvement and no clinically significant delay in the procedure. Return analysis revealed the black sheath was punctured at 19 centimeters (cm) and torn at 103 and 112 cm from the proximal end of the outer shell. No additional information was provided. Hold i.p 03052025

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported imaging loss was not able to be confirmed. The black sheath was punctured at 19 centimeters (cm) and torn at 103 and 112 cm from the proximal end of the outer shell. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported imaging loss appears to be related to circumstances of the procedure. The catheter was noted to be damaged (kinked) which resulted in the observed optical fiber break and the reported imaging loss. In this case, it is likely that the catheter was damaged due to the use or handling techniques employed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.